Manufacturer narrative:
Common device name and device product code was unknown. The catalog number and serial number were unknown. UDI: the catalog number and lot number are unknown; therefore UDI is unknown. Concomitant device: attachment device. PMA/510(k) number was unknown. The device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 2 of 2 of the same event. It was reported that prior to the surgical procedure, it was observed that the there was grinding on the cutting burr device and overheating with the cutting burr and attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.